Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the therapy pca failure. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer refused service from philips and wanted to ask third party for repair. No further information for the resolution was provided. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement.